Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient that they never experienced therapeutic effect. The patient reported that they turned ins off because it never really worked for the pain since implanted (B)(6) 2015. The patient reported that they had the pain pump implanted instead and they do not have current doctor for the pain stimulator device.